Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. The femoral head was returned and evaluated. A visual examination of the returned product identified that the head had scuffing on the outer diameter and debris inside of the taper. Provided pictures of the stem identified black foreign debris around the trunnion and the stem was covered in bio-debris. No further evaluation can be made from the provided picture. A review of the device history records identified no deviations or anomalies during manufacturing for the head. The reported products were reviewed for compatibility with no issues noted for the head and liner. However, as the part and lot identification for the stem and shell were not provided, it is unknown if the entire construct is compatible. Radiographs were also provided and reviewed by a health care professional. A review of the available records identified the following: anatomic alignment of the left hip arthroplasty. This complaint was confirmed based on the returned device and provided pictures. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown stem, 00630505032 item name liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot # unk. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03102. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 10 years post implantation due to a large pseudotumor. The femoral head was removed and black staining was found inside the head. The trunnion of the stem had black corrosion built up at the base of the trunnion. There is no additional information available at the time of this report.